Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 409 mg/dl. The customer changed the supplies on the pump. The cause of the high bg was not known. A pump system check was performed using the current supplies and no device issues were identified. Reportedly, prior to the supply change, the customer had been using humalog in the cartridge for approximately 4 days. Tandem technical support informed the customer that humalog was labeled for use with the cartridge for 48 hours. The customer acknowledged the information.